Event description:
Rn reports leak due to broken clamp of four month old transfer set. Rn reports home pt came to unit with a cloudy bag six days after noting leaking, and was subsequently diagnosed with peritonitis. Rn reports transfer set was changed and hp was placed on ancef 1 gm i.p. For 14 days. Rn reports home patient has responded to treatment.